Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutpro-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this 29-millimeter (mm) transcatheter bioprosthetic valve with this delivery catheter system (dcs), a pre-implant balloon aortic valvuloplasty (bav) was performed. During the procedure, the valve was partially deployed three times. On all three deployments the valve dislodged during deployment. The valve was recaptured and the system was removed. The valve and delivery catheter system (dcs) were replaced. The replacement 29mm transcatheter bioprosthetic valve was successfully implanted. No special anatomy issues were associated with the dislodgements. No adverse patient effects werereported.